Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 77 days. A correlation between the device and the reported gastrointestinal bleed (gi bleed) could not be conclusively determined. Bleeding is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device remained in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a gastrointestinal (gi) bleed on (B)(6) 2016 which resolved on (B)(6) 2016. The patient's anticoagulation regimen consisted of aspirin and warfarin at the time of the event. In (B)(6) 2016, the patient reported emesis with a coffee ground appearance and melena and presented to the hospital. Despite the patient's symptoms, the patient's hemoglobin (hgb) level was 10.2 g/dl. A computed tomography (CT) scan was performed on (B)(6) 2016 with no obvious source of bleed. Warfarin and aspirin were held in order for an enteroscopy to be performed, leading to a decrease in the patient's inr value. IV heparin was initiated and only resulted in a small drop in hgb levels to 8.3 g/dl. No blood transfusions were required and the patient remained hemodynamically stable. A guaiac stool test was positive and the patient continued to have dark stools, however no further nausea or vomiting was experienced. Gi was consulted and an upper endoscopy was performed, which revealed localized inflammation characterized by erythema and friability in gastric antrum. A stool sample tested positive for helicobacter pylori (h. Pylori) antigen, but the antibody was not detected. Gi recommended increasing dexilant to twice per day instead of once daily. The center planned to treat the patient if the sample was positive for h. Pylori. The patient had long standing nausea and vomiting and was seen by the center¿s gi team on (B)(6) 2016. The patient¿s hemoglobin (hgb) was stable from the prior admission. The patient was admitted on (B)(6) 2016. The patient¿s hgb level was normally in the 8 g/dl range, but at time of admission was in the 9 g/dl range after 2 units of packed red blood cells (prbcs) were transfused on (B)(6) 2016. On (B)(6) 2016, the patient was again seen by the gi team. It was suspected that the patient¿s hematemesis was related to known gastritis which had been found during the previous admission in (B)(6) of 2016. In the absence of recurrent hematemesis or melena, gi was not inclined to repeat the scope procedure. Gi recommended transitioning the patient from IV proton-pump inhibitors (ppis) to twice per day ppi. The dosage schedule was re-emphasized with the patient. The patient was scheduled zofran due to nausea. Aspirin was discontinued indefinitely. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient presented with an hgb level of 6.1 g/dl, down from 8.5 g/dl one month prior. Two units of prbcs were transfused with an appropriate increase in hgb levels to 8.5 g/dl observed. The cause of the patient's symptoms could not be conclusively determined but was evaluated as either pump thrombosis/hemolysis, autoimmune hemolytic anemia, rbc sequestration, bone marrow process, gi bleed, or another internal bleed. A laboratory work-up was initially unrevealing. The patient had evidence of chronic hemolysis and acquired von willebrand factor (vwf) abnormalities at levels expected for an lvad patient, and not sufficient to explain the patient's anemia. The patient had an appropriate bone marrow response, no evidence of splenic rbc sequestration on CT, and a direct antiglobulin test (dat) was negative. The patient¿s white blood cell (wbc) count and platelet levels were normal. Chronic low-grade gi bleeding was ultimately thought to be the cause of the slow drift downward in the patient's hgb levels. The h. Pylori stool sample was negative, and gastric biopsy path samples were initially negative for h. Pylori. Immunohistochemistry was also consistent with negative h. Pylori. The patient was continued on ppi therapy with the addition of carafate for additional mucosal protection. The treatment goal was to balance the risk of gi bleed while on anticoagulation with the patient's risk of thrombosis with the lvad. As consequences of thrombosis more likely to be catastrophic than results of slow grade gi bleed, the patient was restarted on warfarin with an inr goal of 1.8-2.2 and a heparin bridge. The patient¿s inr subsequently rose and on (B)(6) 2016, the patient was discharged. At discharge, the patient¿s inr was 1.3 and the patient would have an inr recheck that following day with the patient¿s primary care physician. No plan was made to restart the patient on aspirin post-discharge on (B)(6) 2016. During the course of the patient¿s admission for gi bleeding, a total number of 4 units of prbcs were transfused. No further information was provided.